Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia , skin issue  and insulin pump as treatment. Customer blood glucose level was over 400 mg/dl. It was unknown about used insulin pump system within 48 hours of reported event. Customer declined for troubleshooting high blood glucose readings. It was unknown about used  minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. Product was not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.the initial report was submitted with incorrect information in the h6 section. For hyperglycemia event, health effect - clinical code 4545 is no longer needed. Kindly ignore

Event description:
Customer reported that she had a lot of scar tissue and it would take a long time for the insulin to work and her blood glucose would sometimes go up to 400mg/dl. She would treat the high with pump. Customer did not feel the reported issues were related to any pump malfunction (pump is functioning properly). Customer was not reporting any insulin flow blocked alarm or infusion set malfunction. However, customer would sometimes notice insulin pooling under her skin - has significant scar tissue. Helpline suggested the sure-t set the customer was using did not have a long enough needle. So, helpline suggested using a set with a longer needle. Incident date is estimated to be (B)(6) 2021 per user. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used. Helpline did not offer to replace insulin or reservoir but suggested user try another set.